Manufacturer narrative:
Date sent: 7/13/2007. Evaluation summary - based upon the inquiry information received visual and functional examination, the unit was found to require. Pcb replaced. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the customer is returning the unit for service. Description of failure: check unit, if necessary repair. No reported patient consequence.